Manufacturer narrative:
Manufacturing site evaluation: the shunt system was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation - the shunt system was received submersed. No significant deformations or damage was detected during the visual inspection. Permeability test- the test has shown that both valves were permeable. However, both had slower than expected flow rates and the resultant discharge from the progav was blue. Adjustment test - the progav valve was tested and is adjustable to all specified pressures. Braking force and brake function test - the brake functionality test has shown that the brake function is fully operational and the braking force is within the accepted tolerances. Results - after the tests, we have dismantled the valves. Inside the valves we have found a slight build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of over/under-drainage. The valves operate within the specified tolerances. However, it is possible that the deposits observed inside the valves could have caused the malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height: 120cm. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "the device was explanted, due to overdrainage." Additional patient information has been requested. When additional information is received a follow up report will be submitted.